Event description:
This report is being filed upon notification from our x-ray MFR in (B)(4), to submit this event that happened in (B)(6). Problem: this x-ray system stopped working during a pt procedure. The pt was under anesthetic. Randomly the system would stop functioning. No pt was injured.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.